Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump that experienced an unknown malfunction was confirmed as an 810:03 failure code by baxter quality engineering. The assignable cause was determined to be a defective air in line printed circuit board. The air in line printed circuit board was replaced to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
During a review of the pump's event history by baxter quality engineering, a colleague infusion pump was found to have experienced an 810:03 failure code, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.